Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a question about their insulin pump settings and mentioned that they experienced low blood glucose levels 45of mg/dl to 50mg/dl. The customer was treated for the low blood glucose with orange juice. There was no indication that the insulin pump over delivered insulin. The product will not be returned for analysis.